Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device could not be turned on during the preparation for use of the subject device. Olympus india checked the subject device and found that the subject device could not be turned on due to the failure of the power supply unit. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus india there was the possibility that the reported phenomenon was attributed to the accidental failure of the power supply unit or the failure of the power supply unit due to the use in the power environment over rating by the user. If additional information becomes available, this report will be supplemented.